Event description:
Two devices were reported that were involved in two separate cases. Information regarding which device belongs to which event was not provided. The first device was reported to have its tip break while inside the patient. It did not break off completely and the doctor was able to retrieve the entire catheter without any extra intervention. No injuries were reported. The second device was reported to have its tip break upon insertion. No injuries were reported.

Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2022 of a report from (B)(6) medical center on two viewflex xtra ice devices that were involved in two separate cases. Information regarding which device belongs to which event was not provided. Both events are being reported, refer to 3011610434-2022-00001. Per the feedback received from the hospital, the first device was reported to have its tip break while inside the patient. It did not break off completely and the doctor was able to retrieve the entire catheter without any extra intervention. No injuries were reported. The second device was reported to have its tip break upon insertion. No injuries were reported. Innovative health received the device for evaluation on (B)(6) 2022. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft.